Event description:
It was reported that the ventilator alarmed for gas supply pressure low. There was no patient harm. (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for low gas supply pressure. Note. It was later reported that the reported problem was caused by a malfunctioning air compressor. The evaluation of received device logs shows several occurrences of low air and gas supply pressure on the reported date of event. If not enough air pressure is delivered to the connected ventilator, it will alarm for low air supply pressure and high o2 concentration. If, in addition, no o2 gas is connected to the ventilator system, it may lead to stop of ventilation. The ventilator will raise visible and audible high priority alarms. The conclusion in this matter is that the reported low pressure alarm was caused by a malfunctioning air compressor connected to the reported ventilator. The ventilator alarmed as expected.

Event description:
Manufacturer ref.#: (B)(4).